Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy based on initial accuracy checks performed after the first spin. A second spin was taken and the surgeon deemed still being inaccurate. The surgeon opted to continue the procedure using navigation, and manually adjusted for the inaccuracy. The surgeon completed the procedure with the use of the navigation system and the imaging system; a final spin confirmed the screws were positioned correctly. There was no impact on patient outcome.

Manufacturer narrative:
Patient information now provided.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative, following-up at the site, reported the surgeon approximated the inaccuracy at 3 millimeters. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative performed an imaging system check-out; mechanical and imaging areas passed. Medtronic representative performed verification spins on both trackers and found the left tracker to be within specifications, however, the right tracker was not within specifications. The right tracker was re-calibrated and system check-out was performed, again. Issue resolved. No further issues have been reported.